Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse delivery) was confirmed. As received, the monitor would display service codes 105 and 204. Upon evaluation, q13 and q17 were shorted on the defibrillator board causing the service codes. The cause of the damage was high voltage energy from the defibrillator board directed to low voltage circuitry on the board. Due to the extent of the damage, the root cause of the high voltage energy directed to the defibrillator board cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor resets during pulse delivery.